Event description:
It was reported that: in the middle of the night, the access site blew out and the patient had to go to vascular surgery for repair. Additional information: post deployment the collagen stopped the bleeding initially, an angiogram discovered a hematoma at 17:35, the leg looked good , and bandages were dry at 20:00. Approximately 9 hours post procedure, at 2.30am, pulsatile bleeding was noted at the closer site. The patient returned to theatre for a cutdown and the manta was explanted. It was noted that the device was withdrawn 0.5cm past the measured deployment depth when the anchor was released. The patient was reported as fine post event.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed large-bore procedure, an 18f manta was deployed for closure. During the deployment, the manta device was withdrawn 0.5cm past the measured deployment depth while the anchor was being released. The anchor deployed partially (shallow) in the vessel although the collagen was still able to create hemostasis. An implant incorrectly positioned could result in blood escaping past the implant. A few hours later, the clinician noticed a hematoma. No further information was submitted regarding a hematoma. A hematoma is a common acceptable surgical complication that can go without treatment and does not indicate failure of the device. Two and a half hours later, the leg appeared good, and the bandages were dry. Approximately nine hours post-procedure pulsatile bleeding was occurring from the access site. The patient was transferred to the or suite for vascular repair and explant of the manta device. Patient outcome post-surgery was stable and doing fine. The root cause of the post-procedure rebleed is potentially due to user error in deploying the anchor shallow at insertion depth in the vessel while withdrawing the device past the measured deployment depth. An implant incorrectly positioned could result in blood escaping past the implant. However, it is inconclusive due to a lack of information regarding the initial and deployment procedures, patient environment and conditions, post-procedure care, no information regarding what transpired that required the patient to be transferred back to the or nine hours post-procedure, no information regarding positioning of manta as seen during the surgical intervention and no angiograms or device returned for investigative purposes. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. In step 4 of positioning the device: grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. The manta closure is now in deployment position and ready for anchor release. Note: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: in the middle of the night, the access site blew out and the patient had to go to vascular surgery for repair. Additional information: post deployment the collagen stopped the bleeding initially, an angiogram discovered a hematoma at 17:35, the leg looked good , and bandages were dry at 20:00. Approximately 9 hours post procedure, at 2.30am, pulsatile bleeding was noted at the closer site. The patient returned to theatre for a cutdown and the manta was explanted. It was noted that the device was withdrawn 0.5cm past the measured deployment depth when the anchor was released. The patient was reported as fine post event.